Event description:
Related manufacturer number: 3006705815-2022-17316. It was reported that the patient's lead was fractured. This was confirmed via x-ray. Surgical intervention was undertaken and the lead was explanted and replaced. During the procedure, it was also discovered that the ipg was damaged at the header due to the silicon of the leads being twisted around it. The ipg was also explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.